Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that cs100 intra-aortic balloon pump, english, 220v intra-aortic balloon pump (iabp)¿s battery backup was low. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 upon further review, it was determined that the battery was expired and there was no other malfunction identified. No patient was involved. Therefore, the event is not a valid complaint. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.